Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that they had unexpected restart on insulin pump. The customer¿s blood glucose level was 117 mg/dl. The customer also stated that they had blank display. Alarm did not occur shortly after inserting a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was monitored for several days and no blank display noted. Insulin pump passed the displacement test and unexpected restart alarm test. Insulin pump was received with normal operating current. Insulin pump passed self-test. Insulin pump passed off no power test. No unexpected restart alarm anomalies noted. No damage on the connector/lcd isolation tape noted. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.